Manufacturer narrative:
Upon receipt to our post market quality assurance laboratory, analysis verified the device was returned in safety mode (i.e., safety core). Examination of the device memory revealed the device had reverted to safety core as a result of three consecutive stuck process system faults that occurred over the weekend of (B)(6) 2013. Safety core operation began on (B)(6) 2013. This safety core condition was due to the device being left in a ¿pg programmer telemetry session¿ for longer than 75 hours which resulted in the stuck process system faults and the device reverting to safety core. If a device is left in a session indefinitely with the wand in place, the device will revert to safety core by design. Further detailed testing was performed. The device was programmed out of the safety mode and put through a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device which revealed normal device function.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that during the pre-implant testing, a fault code was displayed indicating this device was in safety core. This device was not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed adn this event will be updated.

Event description:
- -

Event description:
- -